Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was undersensing of atrial tachycardia/atrial fibrillation (at/af) per the current egm and noted episodes. The atrial lead remains in use.

Manufacturer narrative:
Concomitant medical products: 407658 lead, implanted: (B)(6) 2017; 680r40 heart ring, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was atrial undersensing noted on the current electrogram (egm) as well as on some stored episodes. Follow-up with the physician's office did not yield any additional relevant information. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the physician's office determined that it was suspected that the p-waves were in a blanking period, with no true undersensing of the wave amplitude.